Manufacturer narrative:
The customer reports the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. No anomalies to emboshield or components were reported during the prior to use inspection. There was no device malfunction reported. Transient ischemic attack is a known potential adverse event associated with the use of carotid stents as stated in the emboshield instructions for use. Although a conclusive cause could not be determined, it is possible that the event occurred as a result of circumstances during the case.

Event description:
Device malfunction: none. Symptoms/ae: transient ischemic attack with treatment. Time of symptoms/ae: during and after procedure. It was reported that during a right internal carotid artery stenting procedure, an emboshield was successfully positioned and an xact stent was successfully implanted in the target lesion. During stent deployment, the pt experienced confusion that resolved after post dilatation. The filter was removed uneventfully and there was no device malfunction. Post-procedure, when transferring the pt off of the table, the pt experienced confusion and left sided weakness. A post-procedure angiogram was done revealing a patent stent and normal cerebral blood flow. CT scan of the head was negative. Pt was treated with intravenous integrilin bolus. There was no adverse pt sequelae. Though requested, no additional info was provided.